Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 58 mg/dl while their blood glucose reading was 111 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to the low sensor glucose. The suspend on low limit in the sensor setting was 69 mg/dl. The product will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor. Performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform any other tests as the sensor is beyond its expiration date.